Event description:
It was reported by customer that during routine check the cs300 intra aortic balloon pump (iabp) displayed an alarm message electrical test fails code 50. There was no patient involvement reported.

Manufacturer narrative:
Due to character limit: e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that unit was not switching on and was giving error code # 50. Motor control board pcb and power supply were replaced to fix the issue. The power supply was provided by the customer. Tests were performed and the unit was stated to be working fine. The unit has been repaired and released for clinical use.